Event description:
A scrub tech reported "leakage was observed and sound of air leak" during a vitrectomy procedure. A system message also displayed "pneumatics inlet pressure unstable". An alternate system was used to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) air leak, (B)(4).